Event description:
It was reported that the patient experienced a broken artificial urinary sphincter. The patient was expected to have the device revised. Boston scientific has been unable to obtain additional information regarding the circumstances.